Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was explanted due to an unspecified performance issue. A competitive replacement lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was explanted due to an unspecified performance issue. A competitive replacement lead was implanted. No additional adverse patient effects were reported. Additional information was received stating the reason this lead was explanted was due to high threshold measurements. No additional adverse patient effects were reported.